Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella 5.5 support and during support the patient had a low-grade fever and pulmonary edema. No treatment reported. Later the patient was successfully weaned from support and survived.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Fever/ pulmonary edema: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.